Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during routine post implant check, the atrial lead exhibited a sensing anomaly, lead impedance issue and capture anomaly, due to dislodgement. The physician elected to reprogrammed the device. No intervention had been reported.